Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of lactated ringers, at a rate between 200-250 ml/hr, via gravity. It was reported that 30-60 minutes after the delivery was started, the tubing separated from the leg of the proximal clave y-site of the tubing set while a certified registered nurse anesthetist was organizing the tubing set prior to patient anesthesia induction. It was reported that "a very small amount" of solution leaked. It was reported that the tubing was immediately reconnected to the leg of the clave y-site and tape was placed over the connection and the therapy was resumed. After an unspecified length of time, the patient was transported to the post anesthesia care unit and the tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical intervention were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number of the device that was in use is unknown. The customer contact identified one possible lot number (plots). The possible lot number is 260104w. This report represents all the information known by the reporter query by hospira personnel.